Event description:
It was reported that the customer experienced high blood glucose over 20mmol/l even after delivering several boluses. The caller stated that she started using her old insulin pump and her glucose level dropped. The customer did change the infusion set and reservoir several times, but the device was not delivering insulin properly. The customer has not trust the insulin pump anymore. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device was operating within specifications. Programmed basal profiles and boluses delivered and recorded properly during the analysis. No daily total, basal or bolus anomalies noted.